Event description:
It was reported that while trying to warm the patient side, the unit would shut down. The unit was taken out of service and replaced with another one. No reported patient effect. (B)(4). MFR report#: 8010762-2015-00295.

Event description:
MFR ref#: 8010762-2015-00295.